Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed visual inspection. Found one of three sensor cannulas retracted inside of the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Two remaining sensors performed bicarbonate buffer test, and the sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that he customer had a bent sensor. Customer had differences between sensor glucose readings and blood glucose readings. Customer stated that her blood glucose level was 201 mg/dl and her sensor reading was between 40-50 mg/dl. Customer stated that the pump was also in threshold suspend. Customer stated that the needle hub that she pulled out also pulled out some of the sensor with it. Customer removed the sensor and there was no cannula. Customer stated that it might be related to the serter not releasing the sensor smoothly. Sensors will be returned and replaced. Troubleshooting was performed and the serter released the sensor. No further assistance needed.